Manufacturer narrative:
The returned device was evaluated and found to not meet torque output requirements. A review of the manufacturing records did not identify any issues which would have contributed to this event. This issue is being investigated via CAPA. UDI number: (B)(4).

Event description:
A torque limiting handle was found to output torque beyond specification limits during testing by zimmer biomet personnel. The handle was returned with closure tops that were explanted because they had backed out. The handle was evaluated and determined to output torque 2.8 in-lbs above the acceptable limit. There were no allegations that the handle failed to perform during surgery.